Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: evaluation is in progress, but not yet concluded.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, a leakage occurred toward the end of the procedure, approximately 20¿30 minutes prior to coming off bypass, and approximately 4.5 hours into the case. Despite the observation, all patient vital signs remained stable, and the procedure was completed successfully. Additionally, the source of the leakage appeared to originate within the housing. Visual inspection indicated the presence of blood and a significant amount of bubbles in areas where they would not normally be expected. No consequence or health impact to patient. Product was not changed out. Procedure was completed successfully.